Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(6) (omsi). Omsi checked the subject device and found that the endoscopic image flickered and noise appeared on the endoscopic image due to the failure of the electrical circuit board. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the preparation for use, it was found that the endoscopic image flickered. The field service engineer checked the subject device and found that the endoscopic image was not displayed. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the reported information, omsc concluded that the reported phenomenon was attributed to the failure of the main circuit board due to aging deterioration by long-term use because over six years had passed from the subject device had been manufactured. If additional information becomes available, this report will be supplemented.